Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the compromised force sensor system alarm. However, the pump passed the rewind and displacement tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was 142 mg/dl at the time of the incident. Customer was assisted with troubleshooting however, the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.